Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that his reservoir was leaking insulin at the o-rings. The customer stated that he was unable to remove the plunger from the reservoir and that insulin leaked when he pulled the plunger down. Troubleshooting was performed and the issue was resolved. Nothing further was reported.